Manufacturer narrative:
Concomitant medical products: product ID 8709sc, lot# n170419002, implanted: (B)(6) 2008, explanted: (B)(6) 2014, product type: catheter; product ID 8709sc, lot# n170419002, implanted: (B)(6) 2008, explanted: (B)(6) 2014, product type: catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of the pump, serial number (B)(4), found no anomaly. Analysis of the catheter, lot number n170419002, found catheter body leaking past bard on connector pin. Correction:

Event description:
It was reported that there was a catheter issue. The patient had underdose symptoms, increased tightness, sweating (diaphoresis) starting on (B)(6) 2014. The location of issue or symptoms was an unknown location. A single bolus was programmed by the patient¿s health care professional without any effect on (B)(6) 2014. Diagnostic methods included x-rays, a rotor/roller study and a dye study performed on (B)(6) 2014. It was noted that all tests were within normal limits and unremarkable. The patient was scheduled for a catheter replacement on (B)(6) 2014. It was reported that since end of life (eol) on pump read 12 months at the time of report, so the patient¿s neurosurgeon replaced the pump at this time also. The location of the catheter issue was unknown. The actions required as a result of the event included replacement and reprogramming. The neurosurgeon explanted the catheter prior to checking for any retrograde flow of csf intra-operatively. It was noted that the patient was admitted into the hospital for observation with decreased infusion rate. The patient¿s status at the time of report was alive ¿ no injury. The pump was used to infuse gablofen. It was later reported that mediations the patient was taking at the time of event included baclofen, valium, norco, titan, zofran and androgel. The cause of the event was never determined. No anomalies were ever identified. The patient is currently doing well with spasticity well controlled. Additional information received reported that pump was removed for expected end of life (eol).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.